Manufacturer narrative:
The event date was corrected. Upon receipt, the lead under complaint was found cut 12cm distal to the is-1 connector pin and 49cm proximal to the lead tip. A proximal and a distal fragment were received for analysis. A medial lead body (approximately 4-5cm length) was not returned. It is reasonable to assume that the lead was cut during the explantation procedure. The analysis revealed further cuts into the insulation (42cm proximal to the lead tip) and a deformed rv shock coil, which most likely resulted from the surgery. However, a thorough analysis of the lead fragments did not show any deviations which might have led to the reported oversensing. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that approx. 2 months after the implantation this lead was explanted due to oversensing (ventricle channel).